Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient underwent an x-ray and a dark shadow was visible on the lung wall. The patient is currently hospitalized for unknown disease. The patient reports using the device from (B)(6) 2020, to (B)(6) 2022. The device was returned to philips on (B)(6) 2022, as it was subject to the recall. The patient is currently using a resmed device. The patient believes the dark shadow on the lung wall observed during the x-ray could have been caused by the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.